Event description:
Distributor in (B)(4) reported that a 900mr025 reusable breathing tube had a leak in it. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device is en route to the manufacturer for inspection. We will provide a follow up with the results for our investigation.